Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record for this product could not be performed and the historical data for the reported lot could not be reviewed because the product was not returned for evaluation and the lot number was not reported. The reported patient effect of stenosis is listed in the supera instructions for use as a known patient effect of peripheral stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the 5.0x60 supera stent was implanted in the femoral artery on (B)(6) 2016. On (B)(6) 2016 the patient had a second intervention to treat restenosis of the supera stent. The physician suspected a device issue may have contributed to the restenosis as the patient was reported to be compliant with medical advice and was a non-smoker. A second supera stent was implanted. The patient was reported to be doing fine and was discharged home after the second stent procedure. No additional information was provided.